Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During the evaluation, the customer's complaint was not confirmed; however, after the device was powered on, an alarm generated, and the front panel light turned off. The issue was found to be caused by a failure of the circuit board (pressure sensor/pressure sensor circuit). The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during preparation for use prior to a procedure, and prior to administration of anesthesia, the high flow insufflation unit front panel display blacked out. Another similar device was used to complete the procedure. The intended procedure was an abdominal exploration. The procedure delay was less than 15 minutes. There was no report of patient harm or injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty mainboard could not be determined. Olympus will continue to monitor field performance for this device.